Manufacturer narrative:
Reference (B)(4). Concomitant medical products: unknown tibial tray catalog #: unknown lot #: unknown. Report source- (B)(6). The complaint device is not expected for return currently, but a supplemental mewatch 3500a will be submitted upon receipt of additional information. N. Poirier, p. Graf, f. Durbrana. (2015). Mobile-bearing versus fixed-bearing total knee implants. Results of a series of 100 randomised cases after 9 years follow-up. Orthopaedics & traumatology: surgery & research 101 (2015) s187¿s192. Http://dx.doi.org/10.1016/j.otsr.2015.03.004 the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 -04202. Product location unknown.

Event description:
It was reported in a journal article that three revision procedures in the fixed-bearing group were performed because osteolysis had breached the cortex. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error, and should be voided.